Manufacturer narrative:
During a retrospective clinical study, it was noted that synergraft aortic valve and conduit (B)(4) was implanted in a right ventricular outflow tract (rvot) reconstruction procedure to replace a previously implanted cryovalve allograft that was said to have failed due to insufficiency. Approximately five years after the implantation of the synergraft allograft the patient developed mild pulmonary regurgitation/ insufficiency. Three months after this diagnosis, the allograft stenosed and balloon dilation was necessary. Then approximately seven years after implantation the sgav00 allograft was explanted due to calcification and stenosis. As such, this event was investigated as a complaint and the results are summarized below. A review of the processing records revealed the allograft was processed according to all processing specifications prior to release. A review of the literature indicates an explant of this nature is not an unexpected outcome. The precise cause of the failure of this allograft can not be determined from the available information. Calcification of the graft may be related to dpbs that was previously used in the processing solutions. The reported stenosis of the conduit may be secondary to intimal hyperplasia and/or relative stenosis of the allograft due to growth of the patient.

Manufacturer narrative:
An investigation has been initiated and any additional information will be reported in the follow-up report.

Event description:
During a retrospective clinical study, it was noted that synergraft aortic valve and conduit was implanted in a right ventricular outflow tract (rvot) reconstruction procedure to replace a previously implanted cryovalve allograft that was said to have failed due to insufficiency. Approximately five years after the implant of the synergraft allograft, the patient developed mild pulmonary regurgitation/insufficiency. Three months after, this diagnosis the allograft stenosed and balloon dilatation was necessary. Approximately seven years after implanting, the synergraft aortic valve and conduit was explanted due to calcification and stenosis.